Event description:
The surgeon implanted a 18mm valve in the reversed position. The surgeon noticed the ventricle enlarging and immediately resumed bypass. After re-opening, the surgeon observed that the valve was reversed. The surgeon excised the valve and re-implanted the same valve. The pt is recovering normal. The pt has been discharged.